Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. Upon investigation the electrode belt failed incoming testing. The cables connecting ECG "a" and ECG "b" as well as ECG "c" and ECG "d" were pulled from the strain relief, breaking all wires in the cable. Additionally, the front therapy electrode, ECG "c," and ECG "d" domes are missing. The root cause for the strained cable was excessive force. Device manufacturer date: monitor: 04/04/2016, electrode belt: 03/18/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. Review of the download data, indicates the patient received two shocks in response to CPR artifact. The patient was in asystole with CPR artifact at the of both treatment shocks at 15:01:48 and 15:22:25. The patient's post shock rhythm for both shocks was also asystole with CPR artifact. The response buttons were not pressed during the event. The patient passed away on (B)(6) 2020.